Event description:
A pt reported blood glucose results of 572 mg/dl, 360 mg/dl, 277 mg/dl and 274 mg/dl with a lifescan meter, performed withi 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt was feeling tired and irritable. The reporter stated a medical professional was contacted for phone advice, advised to call lifescan, no treatment given. The control solution test passed.